Event description:
The customer reported that on (B)(6) 2012 an patient sample was tested on an unicel dxc 600i synchron access clinical system for etoh (alcohol). The first undiluted result was "result suppressed - reaction absorbance low" result. Numerous dilutions thereafter yielded increasingly false high results not believed by the operator. None of the erroneous etoh results were reported from the laboratory and hence there was no report of death, serious injury or modification to patient treatment associated with this event. The original undiluted sample was run on another instrument and yielded a numeric value result which matched the patient's presentation. This result was regarded as valid based upon the patient presentation and was reported. No other analytes/results were in question as part of this event. The sample was a very icteric.

Manufacturer narrative:
Service was not dispatched to the site to address this issue. Beckman coulter inc. Assessment of customer supplied instrument/analyte performance data indicated that analyte quality control (qc) and calibration results met customer established specification during the timeframe of this event. Beckman coulter inc. Requested the return of the patient sample for further investigation. The customer has not responded with the request to date. Root cause is not known.